Event description:
It was reported, that the patient presented for a scheduled generator change procedure. Prior to the procedure, high capture threshold was noted, on the right atrial (ra) lead. Fluoroscopy imaging was performed. And confirmed, the lead had dislodged. The ra lead was capped and replaced on (B)(6) 2024. The patient was asymptomatic and in stable condition.